Event description:
It was reported that a pediatric user on the first day of ilet use experienced hyperglycemia after eating without making a meal announcement, with glucose reaching 398 mg/dl and remaining above 180 mg/dl for multiple hours; subsequent call noted persistent high glucose with device alerts and resolution steps included an infusion set change with insulin delivery resuming and glucose trending down, and no issues were observed with the removed infusion set or insertion site. Symptoms included hyperglycemia without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no professional medical intervention, and no hospitalization. Investigation included remote troubleshooting, assessment of alert behavior, review of user-reported glucose trends, and guided infusion set replacement. Investigation of this case revealed user technique and missed meal announcement as contributing factors, with no device malfunction or component damage observed at the site change. It was concluded, based on previously established findings for similar reports, that user adherence to recommended use, including timely meal announcements, was the likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.